Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer's wife found them unresponsive on the floor and called paramedic. Paramedic administrated glucose intravenously and took the customer to the hospital. It is unknown what treatment has been provided by the hospital. Customer had been hospitalize since. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13 and app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer's wife found them unresponsive on the floor and called paramedic. Paramedic administrated glucose intravenously and took the customer to the hospital. It is unknown what treatment has been provided by the hospital. Customer had been hospitalize since. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 -( expiration date) was incorrectly documented in the previous report. Correction has been done.